Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. Loss of prime warnings or other prime related issues not observed in black box, force readings observed to be normal. Investigators performed rewind, load cartridge, and prime steps successfully with no alarms. The force sensor calibration test confirmed sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no prime issues occurring. The pump passed delivery accuracy test and found to be delivering within required specifications. Investigators were unable to duplicate or verify reported air in tubing. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on b)(6) 2014, reporting that the patient¿s has recurring high blood glucose (bg) approximately once every month with air in the tubing. The reporter stated that the patient¿s bg was 29mmol/l with fatigue. The reporter stated that upon repriming it takes a while for insulin to come out of the tubing on a line that has been primed previously and delivering insulin. The reporter denied alarms and reported that the patient uses supplies per IFU. This report is being made due to the hyperglycemic event the patient experienced due to an alleged prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.